Event description:
The tips of the introducer sheath on two units detached in the pt during a renal urinoma fascia drainage procedure. Resistance upon removal was encountered with both units. A decision was made not to retrieve the detached segments. The procedure was successfully completed with the second unit without pt complications. One of the devices was destroyed by the user facility. The other device was returned, evaluated and retained by this MFR. The engineering evaluation revealed the outer sheath of the introducer system was missing the radiopaque marker and approx 5-9 millimeters of the distal tip. Magnification indicated the extrusion was badly scored and severely distressed at the point of detachment. The distal tip of the guidewire was also badly damaged and contained a ninety degree bend four centimeters from the distal end. Both the introducer sheath and guidewire displayed characteristics consistent with exertion against resistance, a scored and distressed extrusion on the sheath and a ninety degree bend on the guidewire, since co's follow up indicated resistance was encountered upon removal with both units, co believes user technique and/or pt anatomy contributed to this event and do not attribute it to the device. Co's directions for use state: "advancement or withdrawal of the .018/.038" wires should be smooth and without resistance, do not use excessive force. If resistance is felt, carefully remove wire and system as unit."